Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 20-30mm in length and was located in the left main (lm) artery. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician performed four runs at low speed, but during the final run, the patient became bradycardic and blood pressure dropped to 38bpm. At this point, epinephrine was administered and the oad was removed. Post-atherectomy angiography revealed a perforation. The physician resolved the perforation via balloon angioplasty and covered stent placement. Pericardiocentesis was then performed to remove pericardial effusion. An impella ventricular assist device as inserted into the patient and the patient was transferred to the ICU for monitoring. Additional information was requested, but was denied by the facility.